Event description:
It was reported when using the pyxis medstation es system drawer 4.1 cubies failed to open and did not show on map. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer cubies failed to open. A field service engineer reseated all connections, conducted tests on the row boards and voltage, and removed defective cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.